Manufacturer narrative:
Corrections: please refer to d3 (legal manufacturer). H6 results code. The reported event could be confirmed. The device was not returned but evidences were provided, which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since data and images were provided, the opinion of a medical expert was sought and stated as follows: the scapular fracture is a periprosthetic fracture of the glenoid bone which gave the implant the freedom to move upwards. The image shows the upward moving of the glenoid implant and the glenoid (scapular) periprosthetic fracture. If there was no trauma, poor bone quality is the most likely cause of this event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed to convert from reverse shoulder to hemi due to glenoid component baseplate failure and scapular fracture. The glenoid baseplate/implants became loose following initial surgery.

Event description:
A revision surgery was performed to convert from reverse shoulder to hemi due to glenoid component baseplate failure and scapular fracture. The glenoid baseplate/implants became loose following initial surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.